Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. The results of the visual inspection determined that the reported event was confirmed. A review of the DHR supports that the device met all inspections and test criteria prior to release from stryker. Therefore, the most likely root causes are: jaws/blade subassembly damage; incidental and prolonged activation against solid surfaces, such as bone, metal or plastic. The instructions for use (IFU) state: avoid contact with any and all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the harmonic scalpel was not cutting properly. Error messages indicated to relax blade pressure. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.